Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Initial reporter phone number: (B)(6). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. Psu board failure was identified during electrical safety test. The issue was resolved with spare parts. After repair, the device was found to be working according to the specifications. The defective psu board has caused the device to fail in electrical safety test. With the available information, we cannot determine the root cause of the psu board failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/29/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via service request that the vapr3 generator ea was found to be damaged (psu board failure) during the execution of the electrical safety tests. The device is available to be returned for evaluation.